Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse performed a leak test as per service manual and the iabp passed the leak test well within specifications. The fse could not duplicate the reported helium leak. The iabp unit passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a service/test of the cardiosave intra-aortic balloon pump (iabp) prior to use, the end-user discovered that helium was being depleted from the cart¿s helium tank. Getinge emergency service was requested due to an emergency stemi case. There was no patient involvement during the event; thus, no adverse event was reported.